Event description:
The concentration of morphine delivered by the pump was increased to increase the refill interval. The pt then had severe nausea, so the drug was changed to dilaudid. Dilaudid caused the pt's bladder to "shut down." The pt experienced severe urinary retention. Pt was hospitalized and catheterized for these issues. The pump was flushed three times. The pump now delivers morphine at a much lower dosage. The pt was in contact with his hcp for dose titration. Additional info has been requested. A f/u report will be submitted if additional info becomes available.